Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 10 months due to leaflet tear. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. Patient tolerated the procedure without complications and was in stable condition post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b6, b7, g3, g6, h2, h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions) regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6: device code(s)

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 10 months due to severe regurgitation. The tavr procedure and surgical bvf with 26mm atlas gold balloon was successfully performed with a 26mm 9755rsl valve. Per medical records, pre-op tee/echo showed severe aortic regurgitation, mg 23 mmhg and no pv. The patient presented with dyspnea, dizziness. The patient tolerated the tavr procedure well and was transferred to pacu in stable condition. Cardiac cta ruled out valve leaflet thrombosis. There was no evidence in the records of a leaflet tear.